Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Latest in-situ measurements show several electrode channels with high impedance status. Head trauma or accident is unknown. Further tests are scheduled.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Latest in-situ measurements show multiple electrode channels with high impedance status. Head trauma or accident is unknown. The patient was re-implanted.